Event description:
It was reported in (B)(6) 2012, the patient reported a decrease in the volume of sound. He then started to heard noise until he no longer had any access to sound.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as follow up report.